Event description:
The customer reported normal blood glucose (around 100 mg/dl) all day. At 3:00 pm he ate and took a meal bolus, but his bg was up to 300 mg/dl. An hour and a half later it reached 400 mg/dl. He took a 10 unit manual injection and replaced the pod. He stated the cannula looked bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."